Event description:
Caller reported a frozen screen on the device. There was no adverse impact to the customer's blood glucose level. The customer reset the pump and successfully resumed insulin therapy.